Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level displayed as ¿high¿ (no value provided). Customer required assistance from the contact to address bg with correction bolus via pump. System check with tandem technical support confirmed that the pump and related supplies were operating as intended. Recommendation was made to consult with healthcare provider regarding diabetes management. Additionally, it was reported that occlusion alarms occurred. No additional information was provided and the customer declined further troubleshooting with tandem technical support.